Manufacturer narrative:
Eua #(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during a validation study testing for sars-cov-2 on the veritor 6 false negative results were obtained. Previously tested pcr positive samples were used for the study. There was no patient impact. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary : this memo is to summarize the investigation results regarding your complaints that alleges false negative when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0245455. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. The complaint sample was returned to bd as documented. Bd quality was unable to locate the returned sample as noted. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported that during a validation study testing for sars-cov-2 on the veritor 6 false negative results were obtained. Previously tested pcr positive samples were used for the study. There was no patient impact. Eua # (B)(4).